Event description:
It was reported that during an unknown procedure, the device would not fire. It was unknown how the procedure was completed or if there was any patient consequence. No additional information is available.

Manufacturer narrative:
(B)(4). Results : yielded jaw, ejected clip. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 10 clips were ejected and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.